Manufacturer narrative:
Device was used for treatment and not diagnosis. Evaluation of the device could not be completed, as no devices were returned. Device is not expected to be returned for evaluation. A device history record (DHR) review was performed for the part and the specific lot number. No nonconformance reports were generated during production. Review of the DHR, device labeling, and production records showed that there were no issues during the manufacture of the device that would contribute to the condition described in this complaint. Dates of implant and explant are unknown. Multiple phone and written attempts have been made to retrieve additional information from the complainant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2017, medcad received notification that an accushape peek patient-specific cranial implant was removed from a male patient. Per the information received by medcad, the patient experienced an infection and the patient-specific implant was removed.